Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (s/n: (B)(4)) in complaint for investigation. The device evaluation is in progress. A supplemental report will be filed if and when the investigation has been completed.

Event description:
It was reported that the patient was hospitalized for post cardiac arrest. At the start of procedure, the thermogard xp ivtm system displayed tcmid: 05 (coolant diff failure) then tcmid:07 (coolant temp high) error messages upon powering up. The system alarmed along with message "please power off and restart. Contact your ivtm service representative if problem persists." The therapy was no longer continued with the tgxp system. They used surface technology for the remainder of therapy. No patient consequence was reported. No other information was provided.

Manufacturer narrative:
The customer's reported complaint was confirmed through review of the event log but could not be reproduced during functional testing. The system was found to be out of calibration. After re-calibrating the system, the system was functionally tested and calibration test were performed. The system passed functional tests and it verified that the system met all the manufacturing specifications. The system then underwent overnight burn-in testing, where no errors or anomalies were exhibited. A review of the event log was performed and found several tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages on event log to have occurred. A visual inspection of the system was performed and found no discrepancies or issues with the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).